Manufacturer narrative:
It was reported that the ventilator failed the flow transducer, the pressure transducer test and the safety valve test during pre-use check. The review of the received device logs can confirm the issues during pre-use check. No more information have been obtained. Despite several reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. According to the device service manual, the issue could be related to different parts of the ventilator. Without any information of how the issue was solved or a physical part to investigate, the root cause of the reported issue cannot be determined. H3 other text : 4114.

Event description:
Manufacturer's ref. # (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).